Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: the device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that during a percutaneous coronary intervention, patient experienced worsening angina. In (B)(6) 2011, the patient presented with unstable angina and was referred for cardiac catheterization which revealed a 70% stenosed, de novo lesion located in the left main coronary artery with a lesion length of 8 mm and reference vessel diameter of 3.00 mm. The target lesion was pre-dilated with an unspecified balloon catheter and direct placement of a 3.00 x 20 mm taxus liberte stent, resulting in 0% stenosis. The patient was discharged on aspirin and prasugrel one day post procedure. In (B)(6) 2012, the patient was diagnosed with worsening angina and cardiac catheterization was recommended. 1 day post procedure, the event was considered resolved without residual effects and was discharged on the same day.